Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. The suture and anchors were not returned. The needle overmold assembly was significantly bent. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed. The actuator tip functioned as designed. An analysis of the enclosed image shows a capture from, what appears to be an arthroscope. There is a faint hint of something blue that may be a suture on, possibly, a meniscus. Based on the condition of the product during visual inspection, no fracture of the suture could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material drawing/specifications found that a certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event is breakage of the suture if there is damage caused by sharp instruments. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use instruments inside the patient in a meniscus repair, the suture of the fast-fix cracked. The procedure was completed with a s+n back-up device. No delay was reported, and no patient injury or other complications were reported.